Manufacturer narrative:
Testing and investigation found that the ac power cord had a bent ground prong. The probable cause for the bent ground prong on the ac power cord is use in the customer environment. If removal of the ac power cord from an outlet by pulling at an angle is attempted it is possible to bend the prong of the cord. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device ac cord ground prong was bent. The device was returned to the biomedical dept for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.